Manufacturer narrative:
The reported issue was not confirmed. This lead was returned cut and incomplete and could not be fully analyzed. The lead segment was in good condition. It passed continuity testing on all channels. No anomaly was observed with the lead segment that would contribute to the reported issue.

Event description:
Related MFR reports: 1627487-2020-48477 and 1627487-2020-48479.

Manufacturer narrative:
Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR reports: 1627487-2020-48477 and 1627487-2020-48479. It was reported the patient complained of ineffective stimulation therapy from the scs system. Reportedly, the patient received adequate relief initially, but the stimulation therapy has become ineffective in spite of multiple reprogramming attempts. After discussion with the physician the patient decided to have the scs system removed. The procedure was reportedly completed without complications.